Event description:
Pt started experiencing loss of restriction and abdominal pain. An x-ray revealed disconnected port tubing. Access port removed and replaced in 2003. F/u findings: leak at or near the access port tubing connector.